Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: post-operative medical intervention was necessary. No product available. The manufacturing documents have been checked and found to be according to specification valid at the time of production. There is no product at hand, an investigation and determination of the root cause (instrument/user/patient) is not possible. There is no CAPA necessary.

Event description:
(B)(6). It was reported that after a sleeve gastrectomy; performed on (B)(6) 2017, one day after patient's status got worse; strong bleedings were found which made a revision surgery necessary on (B)(6) 2017